Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: please clarify, six sutures were used and how many in total had the deficiency? --> six please indicate the number of products that detached during removal and the number that detached while in use on the patient: six. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2025 and suture was used. During a bypass heart surgery, suturing the anastomosis. A total of six sutures need to be opened. The needle keeps detaching from the thread repeatedly¿either already when being pulled out of the packaging by the scrub nurse or even while suturing the anastomosis. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with one representative unopened sample was received for analysis. Upon initial inspection of the samples, no external damage was observed on the external packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related and no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force results met the requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.